Event description:
Boston scientific received information that during a routine device replacement procedure, this device was connected to the existing leads. Upon, extraction of the right ventricular (rv) lead, the setscrews were attempted to be loosened with a torque wrench and the physician found that the terminal pin was stuck and the lead was unable to be removed. The physician suspected a setscrew issues. A wrench kit with out a torque wrench was required to loose the set screw of the lead. The lead was attempted to be removed and was damaged by the physician when force was used to loose the set screw. The lead was capped and abandoned and the device was successfully removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.